Event description:
While a 52 year old male patient was having a dental surgical procedure the surgical bur dislodged from the handpiece. It was swallowed by the patient. As a result the patient was admitted to the hospital to have it surgically removed. The bur was surgically removed.

Manufacturer narrative:
The complaint is considered as unjustified complaint for the reasons below: customer was not able to return the bur for evaluation. As there are no parts to be tested, we're not able to find the root cause. Investigation was made on the manufacturing records for the informed lot number and no abnormality was find. Customer has confirmed that the handpiece did not hold the bur properly, therefore the issue was not cause by the bur itself.

Event description:
While a 52 year old male patient was having a dental surgical procedure the surgical bur dislodged from the handpiece. It was swallowed by the patient. As a result the patient was admitted to the hospital to have it surgically removed. The bur was surgically removed.